Event description:
It was reported that there was noise artifact on both the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker. This resulted in an inappropriate atrial tachy response (atr) episode due to oversensing. It was noted that the presenting electrogram (egm) was normal. Technical services (ts) advised further evaluation of the leads. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there was noise artifact on both the right atrial (ra) lead and right ventricular (rv) lead channels of this pacemaker. This resulted in an inappropriate atrial tachy response (atr) episode due to oversensing. It was noted that the presenting electrogram (egm) was normal. Technical services (ts) advised further evaluation of the leads. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this patient went to the emergency room (ER) for atrial fibrillation (af). While there, a consult review of this pacemaker was performed. There were stored false atrial tachy response (atr) due to oversensing of the ra lead signal. It was found that the ra capture threshold was found to be higher than programmed at 3.5v during a right atrial automatic threshold (raat) test. Ts advised contacting the cardiology department. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.